Event description:
On several occasions, the nursing staff would attempt to infuse a medication to a neonatal patient via the secondary port using a syringe. The pump would be programmed to infuse 10cc of the medication. When the nurse would return to check that the volume to be infused was complete, there would still be 1-2ccs remaining in the syringe that had not been delivered to the patient. The pump is then running on the primary. The medications vary from antibiotics (refrigerated and non-refrigerated) to other medications. Onsight testing has been done. Hospira engineers have been present for testing and ecri has also been consulted.